Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the device has not been repaired in the last year. This device owned by the user facility has been repaired in the past due to the phenomenon of black screen. The monitor screen was noisy due to the qb board failure. The buttons on the front panel did not respond due to the qb board failure. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc determined that the reported phenomenon that the power indicator did not light up was caused by the g1 board failure due to aging, because 6 years and 10 months have passed since the device was manufactured. In addition, the monitor screen may have turned black due to a malfunction of the lcd panel unit due to deterioration over time. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) and found that the power indicator did not light up after startup due to the g1 board failure. In addition, the monitor screen became black after startup even if the power indicator lit up, due to a defect in the lcd panel. There was no report of patient injury associated with the event.